Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was scratched and it hinders the viewing also down arrow button became sticky and non responsive. The customer's blood glucose value was unknown. The insulin pump alarmed no delivery and lost settings during battery change. The insulin pump will not be returned for analysis.